Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 2.1/1.3. The reporter was not aware of any treatment. The device was replaced and requested to be returned for eval.